Event description:
A report was received that the patient developed severe worsening of mental state. Patient was admitted to the hospital and was treated with medication. The event has resolved, and the patient has been discharged from the hospital. The physician reports the event is unlikely related to stimulation and not related to procedure and hardware.

Event description:
A report was received that the patient developed severe worsening of mental state. Patient was admitted to the hospital and was treated with medication. The event has resolved, and the patient has been discharged from the hospital. The physician reports the event is unlikely related to stimulation and not related to procedure and hardware. Additional information was received specifying the worsening of mental state was presented as an affective flattening, diminished motivation and internal restlessness with intermittent suicidal thoughts, from which the patient always took his distance and on which never wanted to act. Patient had his anti-depressant medication adjusted, and participated in in-patient activities in a motivated way and received supportive psychological discussions.